Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is frozen. The blood glucose reading is 110 mg/dl. The buttons are not responding. During troubleshooting, the insulin pump is frozen with no advancement of time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. Also, the insulin pump had missing end cap sticker. Display function properly with testing case. No frozen display noted. No moisture damage found on electronic assembly or motor.